Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-oct-2024, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 31-aug-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell three days ago. Patient was not having any problems but x-ray was done to check on the leads. X-ray showed minimal lead migration present. No interventions needed. Issue resolved.